Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a pre-replacement evaluation, this right ventricular (rv) lead exhibited shock impedance measurements high out of range greater than 150 ohms, with a gradual rise observed over time. It was noted that after evaluation with the new device, the physician decided not to explant the lead, as impedance measurements were obtained at 118 ohms. The plan was to continue monitoring the lead. This rv lead remains in service. No adverse patient effects were reported.